Manufacturer narrative:
Concomitant medical products: 693165 lead implanted: (B)(6) 2006; 5076-52 lead implanted: (B)(6) 2003; dtma1d1 crtd implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise. The lead remains in use and will be monitored. No patient complications have been reported as a result of this event.